Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. A device log was a available for download. Patient allegation could not be reproduced with returned product; however, a review of the share logs confirmed a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported. The patient¿s allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.